Manufacturer narrative:
Initial.

Event description:
It was reported that a user sought assistance to start a freestyle libre 3 plus sensor with the ilet system and received a message that the sensor was already in use after it had been previously started in the libre app, representing a use-of-device problem; no specific device component was implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem where a sensor initiated in the libre app cannot subsequently be started in ilet, consistent with a use-of-device problem and with no applicable device component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.